Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the universal seal for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of image of the device provided by the customer appears to exhibit a universal seal with a potentially torn septum. A fragment seen could be from a u-seal based on the color of the material and the circular cutout, but the septum is not visible on the seal in the image provided. The accessory would need to be returned to confirm that the seal was the source of the fragment.

Event description:
It was reported that during a da vinci-assisted liver resection and cholecystectomy procedure, while putting a ray-tec sponge (a 3rd-party manufacturer product) through a port, a piece of a universal seal valve broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure and the universal seal was changed.